Manufacturer narrative:
Concomitant medical products: 1688t pacesetter lead, implanted: (B)(6) 2004, product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted electively and returned to the manufacturer. Subsequently, the lead tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.